Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. Customer information was gathered from outbound agent, and no callbacks were made per customer request; therefore, no information was asked of the customer.

Event description:
Customer reportedly received the following results on the compact plus system within 10 minutes: 100 mg/dl and 55 mg/dl. No actions taken based on device results. No adverse event reported. Requested return of suspect device and replacement was sent.